Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic) from the right ventricular (rv) lead. It was noted the oversensing episodes appeared to be physiologic and due to t-wave oversensing (twos) post-sense. It was noted during the in-office visit, twos was not observed. In addition, it was questioned why they did not receive a remote transmission for the care alert. The rv lead sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.